Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had connected the pump to a power source to charge, however the pump shut off unexpectedly. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.